Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device / migration of essure device,"), genital haemorrhage ("abnormal heavy bleeding") and seizure ("seizures") in a (B)(6) female patient who had essure (batch no. 863579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included lorazepam (ativan) since 2015, oral contraceptive nos from 2007 to 2012, sertraline (zoloft) since 2012 and tramadol from 2012 to 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 36 days before insertion of essure, the patient experienced the first episode of dysmenorrhoea ("severe menstrual pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), depression ("depression"), seizure (seriousness criterion medically significant) and the second episode of dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, seizure and the last episode of dysmenorrhoea outcome was unknown, the genital haemorrhage had resolved and the dyspareunia and depression had not resolved. The reporter considered depression, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, seizure, vaginal haemorrhage, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received, lot number added, reporter added. Concomitant drug added, events added as follows :- device dislocation, vaginal bleeding, menorrhagia,seizures. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device / migration of essure device/migration of essure device location of device: uterus"), device dislocation ("malposition of essure device location of device: tubes"), genital haemorrhage ("abnormal heavy bleeding") and seizure ("seizures") in a 26-year-old female patient who had essure (batch no. 863579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bipolar disorder. Concurrent conditions included bleeding menstrual heavy, blood clot in urine, stomach upset, abdominal pain, diarrhea, back pain, infection, other disorders of intestine, bladder injury, leg cramps, headache, stomach pain, post coital bleeding, nausea, vomiting, frequent periods, anxiety, blood in stool, abdominal pain lower, vulvovaginal pain, fever, dysfunctional uterine bleeding, right lower quadrant pain, appetite lost, uterine pain and ovarian cyst. Concomitant products included lorazepam (ativan) since 2015, oral contraceptive nos from 2007 to 2012, sertraline (zoloft) since 2012 and tramadol from 2012 to 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 36 days before insertion of essure, the patient experienced the first episode of dysmenorrhoea ("severe menstrual pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2012, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and depression ("depression"). In (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced abdominal pain lower ("lower abdominal pain") and pelvic pain ("pelvic pain"). In 2015, the patient experienced seizure (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and the second episode of dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingo-oophorectomy) and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, genital haemorrhage, seizure and the last episode of dysmenorrhoea outcome was unknown, the dyspareunia and depression had not resolved and the vaginal haemorrhage, menorrhagia, abdominal pain lower and pelvic pain was resolving. The reporter considered abdominal pain lower, depression, device dislocation, device expulsion, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, seizure, vaginal haemorrhage, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: trailing coils: left: 3 right: 3 other findings: normal appearing uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2012: malposition/migration of essure on (B)(6) 2017, surgical pathology test showed intact metal wires are identified in the left and right fallopian tube lumen, in proper anatomic position. There are prominent spaces within the myometrium, predominantly at the fundus. There is blunting of the fallopian tube at the distal ends of the attached portions and at the proximal ends of the detached portions. Microscopic examination: serial sections from the cervix show chronic inflammation and areas consistent with squamous metaplasia. Sections from the endomyometrial show a weekly proliferative pattern endometrium. Sections from the fallopian tubes show focal fibrosis. On (B)(6) 2013 patient had pelvic ultrasound resulted in the uterus demonstrates normal echotexture and is normal in size measuring the right ovary measures 23 x 1 x 1.1 cm. The left ovary measures 2.4 x 2.1 x 2.7 cm. An echoic simple 1.2 x 1.1 x 1.1 cm cyst is noted within normal limits for a follicle. A small linear echogenic focus is noted in the right cornu of the uterus, likely the essure tube as the patient has a history of essure coil placement. On (B)(6) 2013 patient had pelvic ultrasound resulted in complex left ovarian cyst. A right ovarian cyst is also identified. On (B)(6) 2014 patient hav pelvic ultrasound resulted in a normal adult size uterus there is relative homogeneous echogenicity of the uterus. A small hyperechoic line on the right side of the uterus is apparently related to an intrauterine coil as per patient history. The right ovary measures 2.9 x 2.7 x 29 centimeters and the left ovary measures 3.8 x 3.6 x 3.3 centimeters. On the left, this includes a small 2 centimeter cyst. No abnormal fluid collections are seen. There is a tiny follicular cyst on the right ovary concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, abdominal pain, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received .events outcome updated. For lower abdominal pain & pelvic pain , vaginal bleeding & menorrhagia were updated. Lab data updated. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device / migration of essure device/migration of essure device location of device: uterus"), device dislocation ("malposition of essure device location of device: tubes"), genital haemorrhage ("abnormal heavy bleeding") and seizure ("seizures") in a 26-year-old female patient who had essure (batch no. 863579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bipolar disorder. Concurrent conditions included bleeding menstrual heavy, blood clot in urine, stomach upset, abdominal pain, diarrhea, back pain, infection, other disorders of intestine, bladder injury, leg cramps, headache, stomach pain, post coital bleeding, nausea, vomiting, frequent periods, anxiety, blood in stool, abdominal pain lower, vulvovaginal pain, fever, dysfunctional uterine bleeding, right lower quadrant pain, appetite lost, uterine pain and ovarian cyst. Concomitant products included lorazepam (ativan) since 2015, oral contraceptive nos from 2007 to 2012, sertraline (zoloft) since 2012 and tramadol from 2012 to 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 36 days before insertion of essure, the patient experienced the first episode of dysmenorrhoea ("severe menstrual pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2012, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and depression ("depression"). In june 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2015, the patient experienced seizure (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the second episode of dysmenorrhoea ("dysmenorrhea (cramping),"), abdominal pain lower ("lower abdominal pain") and pelvic pain ("pelvic pain"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingo-oopherectomy) and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, genital haemorrhage, seizure, vaginal haemorrhage, menorrhagia, the last episode of dysmenorrhoea, abdominal pain lower and pelvic pain outcome was unknown and the dyspareunia and depression had not resolved. The reporter considered abdominal pain lower, depression, device dislocation, device expulsion, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, seizure, vaginal haemorrhage, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: trailing coils: left: 3 right: 3 other findings: normal appearing uterine cavity. Diagnostic results: on (B)(6) 2017, surgical pathology test showed intact metal wires are identified in the left and right fallopian tube lumen, in proper anatomic position. There are prominent spaces within the myometrium, predominantly at the fundus. There is blunting of the fallopian tube at the distal ends of the attached portions and at the proximal ends of the detached portions. Microscopic examination: serial sections from the cervix show chronic inflammation and areas consistent with squamous metaplasia. Sections from the endomyometrium show a weekly proliferative pattern endometrium. Sections from the fallopian tubes show focal fibrosis. On (B)(6) 2013 patient had pelvic ultrasound resulted in the uterus demonstrates normal echotexture and is normal in size measuring the right ovary measures 23 x 1 x 1.1 cm. The left ovary measures 2.4 x 2.1 x 2.7 cm. An echoic simple 1.2 x 1.1 x 1.1 cm cyst is noted within normal limits for a follicle. A small linear echogenic focus is noted in the right cornu of the uterus, likely the essure tube as the patient has a history of essure coil placement. On (B)(6) 2013 patient had pelvic ultrasound resulted in complex left ovarian cyst. A right ovarian cyst is also identified. On (B)(6) 2014 patient hav pelvic ultrasound resulted in a normal adult size uterus there is relative homogeneous echogenicity of the uterus. A small hyperechoic line on the right side of the uterus is apparently related to an intrauterine coil as per patient history. The right ovary measures 2.9 x 2.7 x 29 centimeters and the left ovary measures 3.8 x 3.6 x 3.3 centimeters. On the left, this includes a small 2 centimeter cyst. No abnormal fluid collections are seen. There is a tiny follicular cyst on the right ovary concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, abdominal pain, device dislocation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: lower abdomen pain,device dislocation, device expulsion and pelvic pain was added and events outcome updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device / migration of essure device/migration of essure device location of device: uterus"), device dislocation ("malposition of essure device location of device: tubes"), genital haemorrhage ("abnormal heavy bleeding") and seizure ("seizures") in a 26-year-old female patient who had essure (batch no. 863579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bipolar disorder. Concurrent conditions included bleeding menstrual heavy, blood clot in urine, stomach upset, abdominal pain, diarrhea, back pain, infection, other disorders of intestine, bladder injury, leg cramps, headache, stomach pain, post coital bleeding, nausea, vomiting, frequent periods, anxiety, blood in stool, abdominal pain lower, vulvovaginal pain, fever, dysfunctional uterine bleeding, right lower quadrant pain, appetite lost, uterine pain and ovarian cyst. Concomitant products included lorazepam (ativan) since 2015, oral contraceptive nos from 2007 to 2012, sertraline (zoloft) since 2012 and tramadol from 2012 to 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 36 days before insertion of essure, the patient experienced the first episode of dysmenorrhoea ("severe menstrual pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2012, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and depression ("depression"). In (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2015, the patient experienced seizure (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the second episode of dysmenorrhoea ("dysmenorrhea (cramping),"), abdominal pain lower ("lower abdominal pain") and pelvic pain ("pelvic pain"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingo-oopherectomy) and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, genital haemorrhage, seizure, vaginal haemorrhage, menorrhagia, the last episode of dysmenorrhoea, abdominal pain lower and pelvic pain outcome was unknown and the dyspareunia and depression had not resolved. The reporter considered abdominal pain lower, depression, device dislocation, device expulsion, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, seizure, vaginal haemorrhage, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: trailing coils: left: 3 right: 3 other findings: normal appearing uterine cavity. Diagnostic results: on (B)(6) 2017, surgical pathology test showed intact metal wires are identified in the left and right allopian tube lumen, in proper anatomic position. There are prominent spaces within the myometrium, redominantly at the fundus. There is blunting of the fallopian tube at the distal ends of the attached portions and at the proximal ends of the detached portions. Icroscopic examination: serial sections from the cervix show chronic inflammation and areas consistent with squamous metaplasia. Sections from the endomyometrium show a weekly proliferative pattern endometrium. Sections from the fallopian tubes show focal fibrosis. On (B)(6) 2013 patient had pelvic ultrasound resulted in the uterus demonstrates normal echotexture and is normal in size measuring the right ovary measures 23 x 1 x 1.1 cm. The left ovary measures 2.4 x 2.1 x 2.7 cm. An echoic simple 1.2 x 1.1 x 1.1 cm cyst is noted within normal limits for a follicle. A small linear echogenic focus is noted in the right cornu of the uterus, likely the essure tube as the patient has a history of essure coil placement. On (B)(6) 2013 patient had pelvic ultrasound resulted in complex left ovarian cyst. A right ovarian cyst is also identified. On (B)(6) 2014 patient hav pelvic ultrasound resulted in a normal adult size uterus there is relative homogeneous echogenicity of the uterus. A small hyperechoic line on the right side of the uterus is apparently related to an intrauterine coil as per patient history. The right ovary measures 2.9 x 2.7 x 29 centimeters and the left ovary measures 3.8 x 3.6 x 3.3 centimeters. On the left, this includes a small 2 centimeter cyst. No abnormal fluid collections are seen. There is a tiny follicular cyst on the right ovary concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, abdominal pain, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of product technical complain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.